Event description:
It was reported via repair work order that the brakes were not holding due to worn brake rings. Also it was reported that the shroud was damaged, resulting in sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.